Event description:
It was reported that the patient¿s device had not been working for the last 5 to 6 years. Additional information received reported that the patient was to see the health care professional (hcp) in the next month to discuss a full system replacement.

Event description:
Additional information received reported that no diagnostics were performed. It was noted no malfunctions were seen and the cause of the issue was not determined. It was noted no interventions were planned as the patient no longer had back or leg pain, so there were no plans for ¿working on the spinal cord stimulator.¿ it was noted that the patient was not receiving effective therapy and there was a ¿nonfunctioning matrix.¿

Manufacturer narrative:
Concomitant products: product ID 3210, serial# (B)(4), implanted: (B)(6) 1999, product type transmitter; product ID 3898-33, lot# l49800, implanted: (B)(6) 1999, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).